Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue during testing. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently losing power. The customer indicated that the reported issue occurred during patient use, but did not provide any additional details on the reported patient event. Physio-control was also unable to obtain further information on the reported patient event. There was no report of any adverse outcome.